Event description:
A consumer indicated that an implantable collamer lens was implanted into the his/her right eye (od) on (B)(6) 2018. The consumer is reporting white light when closing his/her eyes and also has high intraocular pressure.the patient is worried that it may be glaucoma, cataract, or retinal detachement.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. (B)(4).